Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was all melted and came apart when she tried to unplug it, but cord came apart and metal end is now stuck inside the controller. The patient states she had smelled something the night before while it was charging.